Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up properly. Upon functional testing, the fse found system was stuck in an infinite restart loop. To resolve the reported issue, the fse reloaded and reinstalled the software on the suite pc, re-customized the presets, updated the database options, and created system backups on both an external usb drive and onedrive. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was in an infinite restart loop and unable to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.